Event description:
The customer reported that the "IV line was primed with 200mg of morphine in 100mls of normal saline and fitted into the alaris system. Infusion was started on an ECMO pt. Nursing staff notice that line leaked from the top end of the air detector segment which also shows an obvious tear in the line." From the reported info, there was no indication of serious injury to the pt or user as a result of this incident. No medical intervention was required. No add'l info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.